Event description:
Caller states during a correlation study, the following coaguchek xs plus/coaguchek s results were obtained: see scanned table.

Manufacturer narrative:
No treatment information provide. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. This medwatch is for suspect device in the coaguchek s system. Caller was unsure which strip lot was used to produce specific results. Reference medwatch is for the suspect device in coaguchek xs plus system.